Event description:
It was reported by a patient's family member that the patient implanted with this device suffered a sudden cardiac arrest and the family suspects the device "stopped working." No further information is available, the country the patient lived in is unknown. No previous complaints regarding this device have been made.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No patient information is known, the device is not registered so the physician information is not known. No reasonable contacts exist for follow up at this time.